Event description:
According to the available information, the cylinder protruded through the proximal end [erosion]. During exploratory surgery, the cylinders and pump were removed and replaced. The reservoir was retained.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.